Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm vista volux in the nose by another healthcare professional. Patient later started having headaches that night, so the patient took loxonin. Blisters formed the next day so patient went to hospital and was injected with sheep-derived hyalruonidase. An arterial embolism was noted. Patient had an allergic reaction, urticaria, and nausea. More sheep-derived hyaluronidase was injected two days later. Patient went to a treating healthcare professional and underwent treatment with kenacort and microneedling reportedly for two years. Patient also treated at some point with cephalexin, psl, and glutathione. Symptoms reportedly resolved on an unspecified date.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3, d6a, and h8.

Event description:
No additional information.